Manufacturer narrative:
A partial lead with the tip measuring 52.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.4-10.0cm and 10.4-12.7cm from the distal tip. The etfe coating was damaged due to the surgical procedure at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.0cm from the distal tip. Internal insulation abrasions were noted at 23.1-23.6cm and 23.3-24.0cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during extraction procedure, a tear developed at the svc-ra junction and the physician opened the chest to intervene. The tear was repaired successfully. Patient condition is stable after the event.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Event description:
New information noted that the previously capped lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.